Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a patient presented with grade 4 degenerative mitral regurgitation (mr), a rotated heart, flail, and a history of coronary artery bypass graft (CABG). One clip delivery system (cds) (xtw 11201r184) was unable to grasp the leaflets due to patient anatomy and was replaced. A second cds (xt 11130r223) was positioned on the valve, and while establishing final arm angle (efaa) the clip opened from fully closed to approximately 100 degrees. Troubleshooting was performed and the clip failed efaa two more times. The cds was retracted into the left atrium and passed efaa, in the physician's opinion this was due to patient anatomy. The cds was replaced. A third clip (xt 20420r140) was implanted. Post deployment while retracting the cds the distal actuator mandrel became caught on the posterior clip arm causing the clip to move on the posterior leaflet. It was noted that resistance was noticed during this process. The clip was partially attached to the tip of the leaflet and chordae. A fourth cds (nt 20217r158) was advanced to the mitral valve to stabilize the implanted clip; however, grasping was unsuccessful and the cds was removed. A fifth cds (xtw 20329r144) was advanced into the anatomy and grasping was unsuccessful due to patient anatomy and the cds was removed. The procedure was aborted and the mr was reduced to a grade of 2. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty removing the device (actuator mandrel became caught on the posterior clip arm). The reported migration (partial clip movement) was due to the difficulty removing. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.